Manufacturer narrative:
After further review, the initial emdr for this complaint was submitted in error. The complaint was created incorrectly and is not reportable to the FDA therefore, no follow up emdr is required. Please cancel the complaint in your database, as it has been identified as a duplicate of complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) have a malfunctioning screen. There was patient involved but no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.